Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were in a car accident in january and the implant hadn't worked and wouldn't hold a charge and now the implant was completely 'dead'. The issue began 8 months ago. Patient noted the implant worked for 10 or 15 minutes after the accident but the implant wouldn't charge no matter if they were laying down, sitting up, standing, or walking. Patient was in excruciating pain and they couldn't lay down, sit down, take a bath, or take a shower with the machine being in there. Agent understood this as implant since patient mentioned their implant had no juice and was causing them pain. Patient was immobile and couldn't go anywhere or get up by themself. Patient needed an MRI of their cervical 'something' and neck as well as shoulders. Agent reviewed information and redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports after meeting with their physician the cause was not determined. Pt states "it didn't work after a month of being put in- the unit would only stay charged on and off. Pt reports that it is going to be removed as soon as possible states it is causing a lot of pain in their back. February 14th, additional information was received from the pt. Pt reports they still have their implant, as they have been very sick and at risk of infections. Patient states their doctor cleared them for surgery as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they could not fix the issue. Pt noted the car accident damaged their battery and it would not hold a charge and they were in pain. Pt reported they decided to remove their implant.